Event description:
The surgeon did not feel that there was any serious patient injury as a result of the incident. Placement of the leads in the second procedure went smoothly.

Event description:
A site representative, mit, reported that while in a cranial procedure, orthogonal views were changing after verifying the images. The images appeared correctly prior to verifying the images and auto-registering the head frame. After registering the head, the sagittal image appears off mid-line and turned, the coronal image appears as an axial scan, and the axial image looks like a mirror image of the coronal image. After auto registering the head frame the registration error was .98. The surgeon had not realized he chose the anterior commissure (ac) point posterior to the posterior commissure (pc) point until after the leads had been placed. The surgeon proceeded even though he noticed the images were rotated. The procedure was re-scheduled for alignment of leads.

Manufacturer narrative:
Corrections: selected check box for "required intervention..." Which was left off initial 3500a. Added outcome of patient after 2nd surgery which was left off initial 3500a. Selected serious injury check box that was incorrect on initial 3500a. Additional information: the software investigation found that the incorrect anterior/posterior commissure points were chosen by the surgeon. The software was functioning as designed.

Manufacturer narrative:
Site declined to provide the patient identifier. A medtronic representative followed-up at the site. The anterior commissure point was selected behind the posterior commissure point in the brain images by the surgeon, causing the images to rotate. This has been reproduced in medtronic technical services. The surgeon had not realized he chose the ac point posterior to the pc point until after the leads had been placed. The surgeon proceeded even though he noticed the images were rotated; not realizing that the system could not compensate for the way he made those choices. Software investigation not completed at time of this report.